Manufacturer narrative:
(B)(4)

Event description:
It was reported "after insertion, the balloon was found to be leaking and the pump was not working properly". Additional information states the iab catheter was removed and replaced. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4) the serial number on the returned sample is (B)(6). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was loosely packed. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Bends to the iabc central lumen were noted at approximately 18cm, 23cm and 35cm. Dried blood was noted on the exterior surfaces of the returned sample. Some blood was noted within the helium pathway. The customer photos were reviewed. The photo shows the original packaging box. The photo shows an iabc catheter with blood on the exterior surface. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some blood was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc outer lumen at approximately 62.2cm from the iabc distal tip. It could not be confidently determined how the damage occurred to the iab outer lumen. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. The guidewire met resistance and could not advance at approximately 18cm from the iabc distal tip. No blood or debris was noted. The guidewire met resistance and could not advance at approximately 60cm from the iabc luer. No blood or debris was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab leak suspected is confirmed. During the investigation, a leak from the outer lumen was noted and caused the reported complaint. Based on a review of the device his-tory record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the outer lumen leak. The root cause of the outer lumen leak is undetermined; a potential root cause is customer handling. No further action is required at this time. This will be monitored for any developing trends.

Event description:
It was reported "after insertion, the balloon was found to be leaking and the pump was not working properly". Additional information states the iab catheter was removed and replaced. The patient's current condition is reported as "fine".